Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the issue occurred prior to the start of a case, after moving the imaging system into the operating room and leaving it for some time. When the health care provider (hcp) returned, the imaging system was off. No audible beeping was heard.

Manufacturer narrative:
Software analysis could not determine the root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The logs indicated the system was at low battery level. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for an unknown procedure. Twice while acquiring images, the image acquisition system (ias) pendant went unresponsive. The system had to be rebooted to restore functionality. After the second reboot, the issue did not recur. The issue resulted in less than one hour procedure delay. The procedure was completed without aborting imaging or navigation. There was no patient involvement.